Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('daily abdominal pain') in a (B)(6) year old female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("extremely haemorrhagic periods / menorrhagia (very heavy bleeding)"), dysmenorrhoea ("extremely painful periods / with pain going down the inner thighs"), abdominal distension ("constant abdominal swelling"), myalgia of lower extremities ("muscle pain: feet"), myalgia upper extremities ("muscle pain: arms"), back pain ("muscle pain: lower back"), pain in hip ("attacks of severe joint pain: hips"), pain in knee ("attacks of severe joint pain: knees"), pain ankle ("attacks of severe joint pain: ankles"), wrist pain ("attacks of severe joint pain: wrists"), pain in joint involving hand ("attacks of severe joint pain: fingers"), peripheral swelling ("swollen fingers"), asthenia ("decreased energy"), fatigue ("fatigue"), dyspnoea ("shortness of breath at the slightest effort"), dyspareunia ("pain in the fallopian tubes after sexual intercourse"), hot flush ("hot flushes") and feeling hot ("feeling of spiking temperature / feeling of fever") and was found to have weight increased ("significant weight gain (+13 kg)"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy / laparoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, abdominal distension, myalgia of lower extremities, myalgia upper extremities, back pain, pain in hip, pain in knee, pain ankle, wrist pain, pain in joint involving hand, peripheral swelling, asthenia, fatigue, dyspnoea, weight increased, dyspareunia, hot flush and feeling hot outcome was unknown. The reporter considered abdominal distension, abdominal pain, asthenia, back pain, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling hot, hot flush, menorrhagia, myalgia of lower extremities, pain in hip, peripheral swelling, weight increased, myalgia upper extremities, pain in knee, pain ankle, wrist pain and pain in joint involving hand to be related to essure. The reporter commented: negative test for ankylosing spondylitis. Negative test for premenopause. The 2 essure systems were removed without difficulty. Recovery after the operation was quick. 3 months after the operation no longer have painful periods, or menorrhoea. Lost 5 kg, is breathing easier, regained energy and sleep. Almost no more muscle or joint pain. No longer feeling of fever. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 06-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('daily abdominal pain') in a 40-year-old female patient who had essure (batch no. B15010) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("extremely haemorrhagic periods / menorrhagia (very heavy bleeding)"), dysmenorrhoea ("extremely painful periods / with pain going down the inner thighs"), abdominal distension ("constant abdominal swelling"), myalgia ("muscle pain: feet, arms"), back pain ("muscle pain: lower back"), arthralgia ("attacks of severe joint pain: hips, knees, ankles, wrists, fingers"), peripheral swelling ("swollen fingers"), asthenia ("decreased energy"), fatigue ("fatigue"), dyspnoea exertional ("shortness of breath at the slightest effort"), dyspareunia ("pain in the fallopian tubes after sexual intercourse"), hot flush ("hot flushes") and feeling hot ("feeling of spiking temperature / feeling of fever") and was found to have weight increased ("significant weight gain (+13 kg)"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy / laparoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. In (B)(6) 2020, the menorrhagia, dysmenorrhoea, asthenia, fatigue and feeling hot had resolved. At the time of the report, the abdominal pain, abdominal distension, peripheral swelling, dyspareunia and hot flush outcome was unknown and the myalgia, back pain, arthralgia, dyspnoea exertional and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, asthenia, back pain, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, feeling hot, hot flush, menorrhagia, myalgia, peripheral swelling and weight increased to be related to essure. The reporter commented: negative test for ankylosing spondylitis. Negative test for premenopause. The 2 essure systems were removed without difficulty. Recovery after the operation was quick. 3 months after the operation no longer have painful periods, or menorrhoea. Lost 5 kg, is breathing easier, regained energy and sleep. Almost no more muscle or joint pain. No longer feeling of fever. Lot number: b15010, manufacture date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. After internal review, reported sites of myalgia and arthralgia were unified under one general pt; outcomes and stop dates updated in accordance to source document (where applicable). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.